Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -8.50/1.0/002 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a longer length lens due to low vault. Reportedly patient's next visit is in (B)(6). "Little corneal edema. Information about vault also in (B)(6)." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a mico-centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Claim# (B)(4).